Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin (2 gram, intraperitoneal, every 3 days, ongoing) for peritonitis. Six days after hospitalization, the patient was discharged from the hospital. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available.